Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in high capture thresholds and high out of range shock impedance measurements. Additionally, the lead exhibited a gradual decrease in sensed amplitudes. Technical services (ts) was contacted and recommended continued monitoring and reprogramming options. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.